Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving bupivacaine(10 mg/ml at 2.2 mg/day) and morphine(5 mg/ml at 1.0999 mg/day) via an implantable infusion pump. The indication for use was chronic low back pain and spinal pain. It was reported that the patient was in the hospital on (B)(6) 2018 for a routine magnetic resonance imaging(MRI) for a cause not related to the infusion pump. The representative was present post MRI to confirm the pumps status. It was confirmed via the event logs that a motor stall had occurred on (B)(6) 2018 at 05:39 and on (B)(6) 2018 tube set with no recovery to date was present in the logs. It was reported that the patient was hospitalized on (B)(6) 2018 for an unrelated issue but did not have an MRI. The patient's pump was then re-interrogated and no stall recovery was noted. The patient did not report any alarms but the alarms were tested and audible to the representative. The patient complained of increased pain that began about a month ago from the date of this report. It was reported that the patient had not been able to utilize her patient therapy manager(ptm) due to the motor stall. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train and wearing on the shaft of gear or rotor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that a pump replacement is planned but not yet scheduled. No further information was reported in regards to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the motor stall had not been determined. The pump was reported to still be implanted in the patient and an appointment was going to be scheduled with the hcp to determine what interventions or actions need to be taken to resolve the motor stall/tube set device issue.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): investigation summary - it was reported that a motor stall and tube set had occurred with no recovery to date. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The manufacturer representative was contacted to investigate the cause of the motor stall/tube set. No known cause has been reported. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. See (B)(4)-pump motor corrosion and wear. This event meets the investigation criteria due to the report of an unrecovered motor stall and tube set alarm. The root cause, if available, is documented in the referenced investigation record. (B)(4): investigation summary - it was reported that the patient¿s pump had a motor stall and was in tube set with no recovery. The patient did not report hearing any alarm but the alarms were tested by the manufacturer representative and noted as audible. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The reason the patient did not hear the active alarm was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Product ID: 8835, (B)(4), implanted: explanted: product type: programmer, patient.